Manufacturer narrative:
- The MRI pacing mode doo is proposed by default as soon as the MRI mode is set to manual or auto. Afterwards, the user has changed from doo to voo. - the event (aoo printed instead of voo) is related to a known printing issue when the device is programmed in the MRI pacing mode (voo). - nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. - based on the available data, no general malfunction is suspected on the subject device. - this complaint is recorded for trending purposes.

Event description:
Reportedly, the subject kora 250 dr was programmed in MRI mode on (B)(6) 2025 before undergoing MRI. (MRI parameter vvi mode). After MRI exam, the pacemaker follow up was performed and the pdf report displays the programmed MRI mode as aoo instead of voo. During the MRI exam, the subject pacemaker device worked correctly in voo mode.